Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss, mint waxed for dental cleaning (route-dental, lot number 0951d, expiration date and frequency unspecified). After an unspecified duration, the consumer reported that the cutter part popped out of the container every time the consumer pulled the floss and tried to cut it. This report had no adverse event and the action taken with the device was unknown. This report was considered as reportable malfunction case.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.